Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that the clearlink y site with the tubing separated from the outlet port. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified IV (intravenous) tubing set disconnected (separated) from the "y" site. This was identified at the hospital in the ¿micu¿ (intensive care unit) while in use on a patient during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available..